Event description:
Boston scientific crm received information that this patient called to report that she recently experienced a syncopal episode due to a device malfunction. She states her device has since been replaced and during this procedure her lung collapsed. Our company has no record of any recent device replacement procedures and no device ill performance has been reported to our company to this date from any medical personnel. Additional information was received indicating both atrial and ventricular leads had fractured and noise was observed on the ventricular lead. The boston scientific crm sales representative (sr) was contacted and he was unable to confirm if the leads were removed from service. The did state a new single chamber non-boston scientific device was implanted in the abdomen. The sr was unaware of any further information at this time.

Manufacturer narrative:
There is no further information available. Should additional information become available to our company, this event would be updated.